Event description:
It was reported that the patient presented with pocket stimulation. Upon review, it was discovered that the right atrial lead had an insulation breach distal to the suture sleeve. A procedure was performed however during the procedure the physician attempted to place a new lead but instead decided to place a new suture sleeve on the lead body. The patient was in stable condition.

Event description:
New information noted that the right atrial lead exhibited noise and was reproduced with isometrics. The lead was capped and replaced on (B)(6) 2023. The patient was discharged.